Event description:
It was reported that the top of the case was cracked and the screen was scratched. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting. No additional information was received regarding the outcome of the event.